Manufacturer narrative:
Unit received stuck in critical pump error (open book image) and unable to download due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, slight corrosion on force sensor assembly and moisture damage on motor assembly. Unit received with air leak during leak test at the right side of display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they the critical pump error image was displayed on the insulin pump¿s screen. The customer stated they were in a fight and was slammed against the wall with his insulin pump. The customer¿s blood glucose level was 205 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.